Manufacturer narrative:
Insulin pump received with broken battery cap (missing top of battery cap and battery cap contact); tested with a test battery cap and insulin pump powered on properly. Cracked lcd window noted. Cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained address/serial number label. Intermittent button response on the act button due to corroded keypad traces noted.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there are damages on the top right of the screen and on the battery cap. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.